Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported, one week post implant, that the impedance on the right atrial (ra) lead had jumped and the threshold had risen. A chest x-ray was performed and it was determined that the issue with the lead was due to an issue with the set screw of the implantable cardioverter defibrillator (ICD). The lead was turned off and the device remains in use. No patient complications have been reported as a result of this event.